Manufacturer narrative:
This report is for an unknown screw/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, titanium cannulated proximal femoral nailing system (tfna), unknown locking screw, and unknown helical blade were removed due to intramedullary nail was causing pain to the patient. It is unknown if there was a surgical delay. Procedure outcome and patient status are unknown. This report is for one (1) screws: locking. This is report 2 of 3 for (B)(4).